Event description:
Info received related to a trial conducted outside the u.s. Vessel dissection was reported to have occurred sometime during the use of this device; however, the treatment for the dissection was not reported. An evaluation of the event was performed by the clinical specialist. It was determined that an observation of this effect/result in the vessel would most likely lead to treatment with additional medical intervention in order to prevent permanent impairment or death. In the absence of that info, it will be assumed that additional medical intervention was used to treat the injury and the event will be filed. Part 3 of 3.